Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running patient samples. Fse performed yearly periodic maintenance (pm) and recalibrated with a new lot of calibrators. Fse reran the patient samples and were within acceptable package insert ranges. Fse could not determine the cause of the reported event. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The most probable cause of the reported event is not determined, cause not established.

Event description:
A customer reported discrepant sa1c patient result on the g8 analyzer. The customer stated quality control (qc) is within acceptable ranges but lower than usual. Retention time (rt) of 0.61 and total area of samples are within intended limits. Technical support specialist (tss) instructed the customer to run calibrators as samples and the values matched the calibrator values. The sample result was reported to the doctor, who requested the specimen to be retested due to the result was lower than expected based on patient¿s history; sample was sent out to a reference laboratory for retest. Patient results for the original run and rerun were not provided. A field service engineer (fse) was dispatched to further investigate. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.